Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, two fibers were used, and both had a detachment of the fiber tip. The case was completed with a transurethral resection of the prostate (turp) procedure. There were no patient complications. 1 of 2 reports.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed no defects along the fiber body. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. The microscope inspection found that the fiber tip was broken, therefore, the reported event confirmed. The observed condition of the fiber is consistent with devices that experience heavy tissue contact, and/or cleaning of the fiber tip. A probable cause of unintended use error caused or contributed to the event was assigned to this investigation. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported events.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, two fibers were used, and both had a detachment of the fiber tip. The case was completed with a transurethral resection of the prostate (turp) procedure. There were no patient complications. 1 of 2 reports.